Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the device was activated and the jaw didn´t open. Clip was hanging on the vessel. Jaw didn´t open. The surgeon needed a second device; he clipped left and right for removing the first device. There were no adverse consequences for the patient, he is fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Pt was revised to address femoral loosening. Poly wear and osteolysis also discovered.